Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor was frequently generating pause episodes due to undersensing and signal dropout. No device intervention was reported but it was noted that the patient had a pacemaker implanted since it was uncertain if the pauses were true or not. Patient was asymptomatic. No further information available.